Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The device was not available for return as it was discarded at the hospital. The root cause for the reported endocarditis cannot be conclusively determined. However, it was likely due to the patients recent dental work.

Event description:
Edwards received additional information through follow-up with the healthcare provider that the 27mm pericardial aortic valve was explanted due to endocarditis with vegetation. Per obtained medical records, the patient had recent dental work and was unwell for a week. Streptococcus mitis was identifies in patient blood culture. Although large doses of antibiotic were administered, the patient continued to have signs of infection and had an embolic episode to the left cerebral hemisphere confirmed on CT scan. Because of the large vegetation on the right coronary cusp, urgent redo aortic valve replacement was arranged. During surgery, a large vegetation (1.5 cm in length) on the right coronary cusp of the valve was confirmed. A new 27mm 3300tfx pericardial aortic valve was well seated with no paravalvular leak (pvl). The patient was returned to the post-operative area in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: at this time, it is unknown if the device is available for return and evaluation. Device follow-up is in progress. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, information regarding the explant of this device was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 27mm pericardial aortic valve was explanted after an implant duration of three (3) years, two (2) months, and nineteen (19) days due to unknown reasons. The explanted device was replaced with another 27mm pericardial aortic valve. No additional information was provided.